Event description:
It was reported that the patient presented remotely via merlin.net. Review of the electrogram (egm) revealed that the patient¿s ventricular lead exhibited oversensing noise. No changes or interventions were reported. The patient¿s condition was not known.